Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. Troubleshooting was performed. No damage to the drive support cap was noted. Found multiple motor error alarms in the alarm history. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime anomaly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched case.